Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was caller reported impedance issues on the lead and even though the lead is not active in their programming, the patient experiences a burning sensation at the stimulator site when stim is on and the sensation goes away when the stimulator is turned off. However, with stimulation off, the patient's normal pain returns. Caller stated that imaging was done and per the physician, it appears the lead may be partially pulled out of the header block. Agent reviewed potential need for lead revision or going intra-op and testing leads with wens and also examining the stimulator header block for any issues. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.